Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a "channel disconnect" error message occurred during infusions of blood and dobutamine, dosages and rates not provided. The infusions were restarted with a new pcu and new pump modules and the "channel disconnect" error message recurred. The infusions were switched to a third system of pcu and pump modules and completed with no further issues. There was no patient harm.